Event description:
Customer reports that the cuff deflated with no apparent cause. Customer reports during the routine checking of the tube, they had to re-inflate the cuff and it was observed fluid in the pilot balloon line. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis at the manufacturing site.